Manufacturer narrative:
The device was received for evaluation. During functional testing, the device had low audio volume. A service history review revealed, no issues that could have caused or contributed to the reported issue. The reported condition was verified. Visual inspection found the cause was a loose speaker. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump speaker very faint and barely audible. The event happened during testing at biomed service department. There was no patient involvement. No additional information is available.